Event description:
It was reported that interrogation one day post implant exhibited oversensing of p-waves on the ventricular channel. The left ventricular lead dislodged, repositioning could not be achieved due to the previously cannulated coronary sinus, pacing thresholds were unacceptable. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.